Event description:
A 7 mm diameter x 18 mm length racer biliary stent system was inserted into a pt for the treatment of a renal artery lesion on an unk date. The vessel was slightly calcified with no tortuosity. The lesion was not pre-dilated. During inflation of the racer stent delivery system balloon, the distal end of the balloon inflated before the proximal end of the balloon. During deployment the stent moved proximal on the balloon causing the stent to be deployed proximally to the intended lesion site. Another racer stent was implanted to successfully complete the case. No clinical sequelae were reported and the pt is reported to be fine.